Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch. The device passed the self test, displacement, rewind, basic occlusion, prime and excessive no delivery tests. Alert mode and alarm history functioned properly with no excessive no delivery observed during testing. Scratches to the lcd window, casing and a cracked reservoir tube lip noted.

Event description:
It was reported that the customer's insulin pump is not delivering the correct amount of insulin. Caller stated that she gave the customer a bolus and the insulin pump did not delivered any insulin. Caller stated that the insulin pump was not alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.